Manufacturer narrative:
(B)(4). Date sent: 8/31/2020. D4: batch # t9522a. Investigation summary the analysis results found that the er320 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 13 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify how "the clips of the pliers released awry." Did the device not feed clips into the jaws? Did device feed clips sideways? Did the device jaws not close? Did the device not fire clips? Did device not close the clips when it was fired? Did device not fire clips (jammed)? Were the clips malformed? Did device fire scissored clips? Was device fired over another clip or hard structure? Did device drop or eject clips? Did clips not hold on to tissue or vessel once placed? Was there any issue with bleeding? If yes, what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? Were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the "clips of the pliers" released awry. The vessels were not entirely clipped. The surgeon tried to clip empty in the operating room. The clips remained awry. The customer was not able to reproduce the issue at the pharmacy department. Another device was used to complete the procedure. Patient consequence was not reported.